Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 9 7754, serial# (B)(4), product type: recharger; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient recovered without sequelae and was doing fine.

Manufacturer narrative:
(B)(4) analysis of the implantable neurostimulator serial # (B)(4) found no anomaly. The device had good stable output and functioned as programmed.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was noted that the patient had two leads and their neurostimulator explanted on 2014-(B)(6).

Event description:
It was reported that the patient had pain in the pocket site. Drainage and incisional wound opening at the device pocket were reported. A pocket revision will be done but it was unknown when. The manufacturing representative reported that no troubleshooting was done but it was not required because the health care provider assessed the site. The cause of the event was unknown. No outcome was reported. Follow up is being conducted, if additional information is obtained a follow up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.